Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebral spinal fluid leak, during the patient's lead implant procedure. As a result, the physician performed a blood patch, which resolved the patient's issue.